Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page four in the results section,the article states that one patient with endotension required conversion to open surgical repair.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of documentation, complaint history, trends, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. The IFU also advises on appropriate patient follow-up so that enlarging aneurysms or changes in the structure, should they occur can be identified and addressed before causing clinical problems. This should yield a very high probability of detection. Based on the provided information and results of the investigation a definitive root cause could not conclusively be determined. Per the risk assessment no further action is required. Monitoring for similar complaints will continue.